Manufacturer narrative:
E1: initial reporter phone no. (B)(6). H11: the device was received for evaluation. During functional testing, the reported problem "uso sensor" was not reproduced. The device ran an upstream occlusion test and the device was working properly also checked the calibration values and found nothing wrong with it. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified however, ui board required to replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump found issue with upstream occlusion sensor during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.